Manufacturer narrative:
(B)(4). Implant date - unknown month and day in 2007. Concomitant devices - unknown articular surface, unknown tibial tray. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 0001822565-2023-01016, 0001822565-2023-01017.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, stiffness and instability approximately thirteen (13) years post-operatively. Revision operative notes noted no intraoperative complications. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code - proposed code is mechanical femur. Medical records received confirm the event reported. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.